Manufacturer narrative:
The investigation of positioning issues, product damage (cannula kink), and low pump flow has been completed. Product and data was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related since the pump was pushed into left ventricle (lv) after exchanging the 14 fr. Sheath with the repositioning sheath. The root cause of low pump flow was most likely due to a kinked cannula since the clinical stated the low flow occurred after kinked cannula was found in lv. The root cause of product damage (cannula kink) was most likely use related since the impella was accidentally pushed deeper into the lv after exchanging the 14 fr. With the repositioning sheath. G1 contact address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27242.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during impella cp support of a 71 year old male patient, they encountered positioning issues. After placement of the impella, it was pushed into the left ventricle, the cannula seemed to be bent and there were low flows. Repositioning of the pump was unsuccessful and suction alarms persisted. Ultimately, the physician decided to exchange the device. The patient survived the procedure.